Manufacturer narrative:
(B) (4): x-ray images show lumbar pelvic fixation with sublaminar wires and pedicle screws at l5 and s1. Set screws are loose bilaterally at l5.

Event description:
It was reported that the patient underwent spinal fixation about a year ago. Sometime post-op both break off set screws at l5 popped out of the screw heads on both sides of the construct. There may also be some loosening around the iliac wing screws as well. No further complications were reported.